Event description:
The customer reported that while running an htlv I/ii assay, summit sample handler did not aspirate sample in position 4 and did not give an error message. An othro field engineer was dispatched. No death or serious injury was associated with this event.